Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet displayed an unresponsive screen with a blue circle and lock icon following a potential app update failure, consistent with a device malfunction affecting the user interface and control module, and a replacement device was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose at the time of the call. Outcomes included continued diabetes management using the dexcom app with manual insulin administration until the replacement arrived, without hospitalization or medical intervention. Investigation included remote troubleshooting, verification of device information, and arrangement for device return and data sync and inspection of the returned device. Investigation of this device revealed a repeat occurrence consistent with a known display or software malfunction affecting the device¿s user interface, with similar reports noted. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a software or display subsystem failure.